Event description:
It was reported that during a prostate procedure the first fiber became end firing @ 29,028 joules 6:27 minutes. The fiber was exchanged and the second fiber also exhibited end firing. It was noted by the initial reporter that this issue(s) occurred due to prostatic calcifications (stones). The procedure was completed with a third fiber. Patient outcome: ¿ok¿ reported. This report is for the second fiber:

Manufacturer narrative:
(B)(4).